Event description:
It was reported by service report that the rubber side bumpers are pulled off presenting sharp edges. It is unknown if there was patient involvement, however no adverse consequences are reported.